Event description:
Covidien ligasure impact hand activated sealer/divider would not function when the surgeon attempted to use the device. Use duration: <1 minute. Reason for use: vaginal hysterectomy.